Event description:
It was reported that steam pop occurred. A intellanav mifi oi was selected for premature ventricular contractions (pvc) procedure. While ablating in the left ventricle, on the posterior papillary muscle, the doctor heard a steam pop. Just before the steam pop, the maestro generator was set at a flow of 20 cc/min/45 watts/30sec. There was not a change in impedance during ablation. The procedure was completed successfully at a lower power setting. No patient complications were reported.